Manufacturer narrative:
(B)(4).

Event description:
Received a report where the surgeon has been having an issue with selecting the lens sizes for implantable collamer lenses. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.